Event description:
It was reported that the insulin pump had cracks at corner of the insulin pump's screen. Customer stated that they have dropped the insulin pump in the past. Customer's blood glucose reading at the time of the call was 23.8 mmol/l and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
Insulin pump was received with cracked display window corner, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).